Event description:
It was reported that during the hemicolectomy, it was reported that the device "failed firing-no staples." The procedure completed with same like device. There was no pt consequence. The product is being returned.